Manufacturer narrative:
Product ID: 748240 lot# serial# (B)(4), implanted: 2003 (B)(6), product type extension product ID: 748240 lot# serial# (B)(4), implanted: 2003 (B)(6), product type extension product ID: 3389-40 lot# j0333665v, implanted: 2003 (B)(6), product type lead product ID: 3389-40 lot# j0333953v, implanted: 2003 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that about a year and a half ago something caused the implantable neurostimulator to shut off. It was suggested that the patient had a hard time moving and slowed down as a result. The patient went to the clinic to have it turned back on. The patient had bilateral implantable neurostimulators and it was unknown which device was involved in this event.